Event description:
The customer reported that he was advised by third party that unit has a faulty liquid crystal display (lcd) as well as unresponsive touchscreen. No patient involvement. A remote service engineer (rse) advised customer that to address both issues he should replace the user interface (ui) assembly. Advised caller that unit must have at least 2.10 software version. The rse provided part number for ui assembly and advised caller that since the nav ring remediation has already been performed he will need to swap the front bezel out with the one on the unit. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10. The removed touchscreen was returned to the product investigation lab (pil). The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for further analysis. Visual inspection of the touch screen revealed no evidence of damage or contamination. The touchscreen was tested and failed all diagnostics testing. The touch screen did not pass calibration, nor respond to setting change during evaluation. The resistance measurements were reported as within the manufacturer¿s specifications. The touchscreen was confirmed to be defective. H11. Updated contact information and contact office entity

Manufacturer narrative:
A 3rd party repair company replaced the touchscreen. System met the specification for performed service and returned to use.